Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during unspecified surgery, the rocker ring broke inside of the patient. It is unknown how the procedure was finished. No delay was reported. No other complications were reported.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports ¿the rocker ring broke inside of the patient.¿ however, the rocker ring is an external fixation device. The rocker ring includes rods, screws, and pins which could potentially break inside the patient. The rods, screws, and pins are approved for short-term contact; however, if retained no data for long-term exposure is available. Although requested no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural variance or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.